Event description:
It was reported that the patient experienced a hypoglycemic event with a measured blood glucose of 49 mg/dl after correcting a post-dinner hyperglycemic episode, and the event was attributed to an unclear cause. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral glucose treatment and stabilization of blood glucose within range. Investigation included complaint intake and troubleshooting with education. Investigation of this case revealed no device malfunction identified and no device component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.